Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent an endovascular repair for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On an unknown date, it was confirmed that the aneurysm was rapidly enlarging (amount unknown). It was suspected that there was a type ii endoleak originating from a lumbar artery. On (B)(6) 2018, re-intervention was performed. Intra procedural angiography confirmed that there was a proximal type I endoleak, as well as an antegrade blood flow from the endoleak to the lumbar artery. Reportedly, the patient's proximal neck had significant thrombus (shaggy), and the endoleak seemed to occur around the thrombus. A micro catheter was inserted through the proximal end of the endoprosthesis into the aneurysm sac. The lumbar artery was coil embolized, and n-butyl cyanoacrylate (nbca) was injected between the proximal neck of the endoprosthesis and the arterial wall. Two gore® excluder® aaa endoprosthesis aortic extender components were additionally implanted proximal to the endoprosthesis. The proximal type I endoleak was resolved, and the patient reportedly tolerated the procedure.